Manufacturer narrative:
Devices maintenance specialist confirmed by contacted customer. Equipment has an ECG error. ECG leads volts fail and dsp post failure. Devices maintenance specialist confirmed (B)(4)dfm100 assy som failure. The parts will be replaced after the importation process completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device has an ECG error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.